Event description:
To facilitate aspiration of a pancreatic pseudocyst, the physician used a wilson-cook gi aspiration needle. The device was advanced through a side-viewing endoscope. The needle detached from the catheter and was retrieved with alligator forceps. The pt was reported to be in good condition.